Event description:
User states two patient samples produced erroneous results for calcium. In 2009, gave a result of 10.5 mg/dl. The sample was repeated and gave results of 7.72 mg/dl and 7.62 mg/dl. User reported value of 7.7 mg/dl. User stated pts were not adversely affected. The field service representative determined the cause to be residue in the internal water reservoir. He cleaned the internal water reservoir, flushed the fluidics and replaced the water filters. He ran qc and samples without errors.

Event description:
User states two patient samples produced erroneous results for calcium. Initial result of 12.3 mg/dl was reported and was questioned by the doctor who ordered the sample repeated. The repeat result was 9.0 mg/dl and a corrected report was issued. User stated pts were not adversely affected. The field service representative determined the cause to be residue in the internal water reservoir. He cleaned the internal water reservoir, flushed the fluidics and replaced the water filters. He ran qc and samples without errors.